Event description:
A health professional reported that following the intraocular lens implant procedure, the patient had unsatisfactory vision. The iol was explanted in a secondary procedure. The clinical reason for explant was non-adapt to multifocal optix. Additional information has been requested. Additional information received and stated that the patient received a non company replacement lens on let eye (os). No patient harm was reported. Patient issues have been resolved. Doctor¿s prognosis is good. It was also indicated that in the surgeon's opinion, there was no quality issue with the lens that caused or contributed to the event. It was indicated that ¿probable non-adapt to multifocal optic.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Solution was dried on the lens. One haptic was bent in the gusset and distal area. The optic edge was nick/chipped with a large portion of lens material missing (not returned). The optic has a large crack from edge past center. The optic has multiple scratches on the anterior and posterior sides of the lens. The damage observed is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge, with a non-qualified handpiece and viscoelastic. Information was provided in the file that "in the surgeon's opinion, there was no quality issue with the lens that caused or contributed to the event. It was indicated that ¿probable non-adapt to multifocal optic.¿" based on the information provided, the event does not appear to be related to the product. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company lens 20.5 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Patient issues have been resolved. Doctor¿s prognosis is good. The manufacturer internal reference number is: (B)(4).